Event description:
The patient had a spinal cord stimulator implanted for control of intractable back and leg pain. The simulator worked well until it abruptly stopped approximately 6 months later after patient finished water aerobics. An x-ray indicated that the leads may have been disconnected or broken. The patient underwent exploratory surgery. It was noted that the generator extension leads had twisted very tightly and probably explained the appearance on the x-ray. Somehow the generator rotated multiple times and the twisted leads actually avulsed the wire filaments from the connection to the paddle electrode. The extension leads were replaced.